Manufacturer narrative:
(B)(4). Internal file number - (B)(4): during processing of this complaint, attempts were made to obtain complete event, patient and device information. The scaffold remains in the patient. Investigation is not yet complete. A follow up report will be submitted with all relevant information. The absorb device is currently not commercially available in the u.s; however, it is similar to a device sold in the us.

Event description:
It was reported that on (B)(6) 2015, the patient presented with an acute non-st elevated myocardial infarction. A 3.5x23mm absorb bioresorbable vascular scaffold was implanted in the mid right coronary artery lesion. On (B)(6) 2017, the patient had been hospitalized for angina. Reportedly, there may have been in-scaffold restenosis and another percutaneous intervention was performed with stent placement. The event resolved. There was no additional information provide regarding this issue.

Manufacturer narrative:
(B)(4). There was no reported device malfunction and the product was not returned as the scaffold remains in the anatomy. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. The reported patient effects of angina and stenosis as listed in the bioresorbable vascular scaffold (bvs) system, absorb, instructions for use (IFU) are known adverse events associated with the use of a coronary scaffold in native coronary arteries. A conclusive cause for the reported patient effects and the relationship to the product, if any, cannot be determined. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.